Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report from (B)(6) stating, "three gastropexy needles had the suture that disconnected from the small plastic ring and for the fourth gastropexy needle, the suture disconnects at the level of the t-bar. The doctor opened another kit and completed the procedure" kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).